Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site, cause a low blood glucose (bg) level. Customer consumed honey and juice to treat low bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.